Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress and connection issue was not confirmed. The modular cable was not returned for analysis. Per provided information, the cable was suspected to have moisture or disconnection issue. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 1 entitled ¿introduction¿ states that ¿if heartmate 3 patient are approved for showering, they must always use the shower bag. When installed properly, the shower bag protected external system components from water or moisture. If external system components have contact with water or moisture, the pump may stop¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device lot/batch number requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced alarms around 7 am. Suspected modular cable moisture or disconnection. The modular cable connection was cleaned, dried, and reconnected without difficulty. At 7:17:05 the driveline was disconnected and reconnected to a new controller at 7:21:43. At that time the pump began operating at the set speed of 5600 rpm. The remainder of the log files was unremarkable and did not contain evidence of any type of driveline issue. Related MFR # 2916596-2022-15226.